Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number: 0012387381 was returned and analyzed. Visual inspection was performed and the loop catheter was received without the guidewire threaded through it and no guidewire was received. The pebax tube appeared intact without any anomalies. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited to a tenth of the total slide. The guidewire lumen was fully extended when manually pulled from the tip. The slide control was used to fully retract back the guidewire lumen. Resistance and stiffness occurred during every attempt to extend the guidewire lumen using the slide control. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. X-ray imaging confirmed the entangled wires in the shaft. X-ray imaging confirmed the integrity of the nitinol array wire was properly attached at the tip and the dual lumen. The electrode wires appeared entangled within the shaft at the proximal end of the shaft. Dissection showed several entangled electrodes. The electrode wires were entangled. Once the entangled wires were removed, the sliding mechanism retrieved its normal function of fully extending and retracting the array. Hipot verification of the integrity of electrode wires insulation and testing for electrical continuity revealed intact electrode wires without any detachment or breakage. In conclusion, the loop catheter failed the returned product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter slider button was not working as expected. The sheath was brought over the array which allowed the catheter to be captured and removed from the patient. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.